Event description:
A home pt's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2 of 4 of their automated peritoneal dialysis therapy. Family member explained that home patient's line is full of air and transfer set was loose, baxter's technical service center explained and assisted with clearing the alarm. Pt completed therapy manually and baxter technical services recommended they call their nurse. No report of injury was made at time of initial report.